Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for evaluation. Dimensional analysis of the connector boot and lead insertion testing met product specifications. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Electrical testing found no conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient was presented at the hospital for a scheduled implant procedure. During procedure, the left ventricular (lv) lead was unable to capture. The lv lead was removed and replaced on (B)(6) 2024. The patient was in stable condition.